Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power a monitor) was confirmed. As received, the battery pack was unable to power a monitor. Upon evaluation, the battery had mismatched cells of 4.457v, -0.572v, and -0.894v. The cause of the inability to power a monitor is the mismatched cells. The root cause of the mismatched cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) would not power a monitor.